Event description:
Paramedics attended to a nursing home pt diagnosed in respiratory arrest. The pt had last been checked approx 6 hours prior. The operator attempted to use the device to monitor ECG and the device allegedly failed to turn on. The operator changed the battery and again the device allegedly failed to turn on. A backup automated external defibrillator was made available and used. An automated ECG analysis resulted in a no shock decision. Another lifepak 11 monitor was subsequently made available and used. The pt was diagnosed as asystolic with indications of rigor. The pt was not resuscitated. The customer indicated the reported malfunction did not likely cause or contribute to the pt's death. This opinion was based on assessment of the pt's condition.